Event description:
It was reported that an increase in pacing threshold and a change in impedance were observed. Lead fracture is suspected. No further information is available at this time. Lead will be monitored.